Manufacturer narrative:
Sample and centrifugation data was not supplied. Qc was within specifications on the day of this event. System check info was not supplied. A field svc engineer (fse) has not been sent to the customer lab, but an applications specialist has been working with this customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this analysis.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accutni) result that was generated by the unicel dxi 800 access immunoassay system, for one pt. A pt sample was tested for acctni and a result of 1.7ng/ml was obtained. The result was reported outside of the lab and was questioned. The sample was re-tested and gave a result of 0.4ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.